Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code and type of investigation. Corrections to h6: investigation findings and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per a technical summary written by edwards lifesciences, vertical lamination temperature, if too high during the shaft reflow process, can contribute to instances of liner stretching. The technical summary captures laminator temperature setting optimization within the validated range to reduce variation and should reduce liner stretching events, which is continued to be monitored through monthly complaint trending. In this case, the complaints of sheath does not expand and inability to advance through sheath were unable to be confirmed as no device or imagery were provided for evaluation. Available information suggests that factors related to the manufacturing process (variable sheath liner expansion) may have contributed to the complaint event. However, without the returned product or device imagery, the failure mode was unable to be confirmed; therefore, a definitive root cause was unable to be determined. Per the manufacturing criteria, a liner that stretches or does not open in the proximal and middle region of the sheath shaft is acceptable as long as the distal 2 inches segment of the sheath is open after full expansion of the device (and calculated push force of tested units meet specification). Since no functional testing was able to be performed due to device unavailability, it is unknown whether the reported liner stretching would have an impact on the device function. The experienced resistance may be related to the expansion of the sheath during delivery system advancement. The system passage through sheath may be more constrained when the liner undergoes stretching in lieu of expansion, leading to increased resistance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences japanese affiliate, during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position, there was a strong resistance while inserting the commander delivery system (ds) into the 14fr esheath+. The system was pulled back as a unit and it was observed that the valve was stretching the esheath+ liner, but the liner did not tear. The angle was adjusted and again it was attempted to advance the system, but the devices were still stuck. Therefore, the devices were removed as a unit. A new kit was prepped and the second valve was successfully implanted. Upon removal of the second ds and esheath+, damage was observed in the lfa (left femoral artery). A prosthetic vessel replacement (vascular graft) was executed.

Manufacturer narrative:
The investigation is ongoing.